Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even if the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced a failed sensor. Upon removing the sensor, patient's friend noticed that the sensor wire was protruding from patient's skin. Patient's friend used tweezers to remove the wire from patient's skin. Patient reported that he experienced no injury or discomfort at the insertion site. No medical intervention was required, and patient was fine and healthy at the time of his call to dexcom technical support.